Manufacturer narrative:
Complaint conclusion: as reported a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation, and tilt of the filter. The patient reported becoming aware of the events approximately nine years and 10 months post implant. The patient reports filter tilt, perforation outside the ivc, and perforation into organs. According to the implant record the indication for the filter implant was a history of multiple pulmonary emboli with gastrointestinal bleed, a contraindication to coumadin and phlebosclerosis. The filter was placed via the right internal jugular vein and deployed under fluoro, in good position, right under the renal vein. The patient tolerated the procedure well. A computed tomography (CT) scan was performed nine years and four months post implant. Reformatted coronal and sagittal images were submitted for review approximately six months after the scan was performed. The results noted a trapease filter at l1 with posterior tilt on the superior end but does not contact the ivc wall. The struts of the ivc perforate the ivc and one anterior strut perforates the ivc and contacts the bowel. Two medial struts, two lateral struts, and one posterior strut perforate the wall and reside in the soft tissue. No thrombus or fracture was observed. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported events could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, physical and emotional damages from perforation, tilt of the filter, and the resultant symptoms.. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately nine years and 10 months post implantation. The patient reports filter tilt, perforation outside the ivc, and perforation into organs. Per the patient¿s medical records, the trapease filter was implanted due to history of multiple pulmonary emboli with gastrointestinal bleed with a contraindication to coumadin and phlebosclerosis. A trapease filter was successfully placed via right internal jugular (rij) access. The trapease filter was fitted under fluoro in good position right under the renal vein. The patient tolerated the procedure well. Per the patient¿s medical records, the patient had a computed tomography (CT) scan nine years and four months post implantation. CT results that were reviewed nine years and ten months post implantation demonstrated a trapease filter at l1 with posterior tilt on the superior end but does not contact the ivc wall. The struts of the ivc perforate the ivc and one anterior strut perforates the ivc and contacts the bowel. Two medial struts, two lateral struts, and one posterior strut perforate the wall and reside in the soft tissue. No thrombus or fracture seen on CT per patient¿s medical records.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. The lot# is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter tilted and was associated with perforation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, physical and emotional damages from perforation, tilt of the filter, and the resultant symptoms.. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.